Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. A formal investigation is underway. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation, as it was discarded after the procedure. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the ezdilate balloon dilator (fw) 18-19-20 during a diagnostic endoscopy procedure the balloon burst/ruptured while inside a patient. There was no delay, and the procedure was completed with the same device. The device was discarded after use. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide the device manufacturing date.